Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had cuts in the camera cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, e3, g2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The camera cable is twisted, and the camera cable is broken/cut. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after an arthroscopy procedure.